Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital with symptoms of a stroke. Subsequently, imaging was performed and revealed that the rv lead was inadvertently implanted in the left ventricular (lv) during in the original procedure, due to an unidentified atrial septal defect (asd). This rv lead was explanted and replaced. No additional adverse patient effects were reported.